Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a corroded battery tube assembly.

Event description:
It was reported that the insulin pump had a blank display even after the battery was changed. The spouse also reported that the customer was vomiting and was not feeling well. The customer was hospitalized not due to diabetes related. No further information was provided.